Event description:
It was reported that boston scientific technical services were contacted to analyze a remote alert for an out of range (oor) impedance value from the right ventricular (rv) lead. It was recommended to perform further in-clinic testing to verify the rv lead integrity. The patient was called to the clinic and isometrics were performed and no noise or impedance jumps were observed. The physician elected to continue with remote follow ups and the rv lead remains implanted. The patient was stable with no adverse consequences.